Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. The longevity measurements had dropped drastically in between follow-up appointments, and the left ventricular output measurements were observed to have been programmed high. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported. The crt-d is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. The longevity measurements had dropped drastically in between follow-up appointments, and the left ventricular output measurements were observed to have been programmed high. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.